Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication of damage to the pump and the battery cap secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings. On investigation, the alleged power issue was not duplicated in the evaluation. Review of black box history found multiple processor communication related call service alarms. No damages or evidence of moisture intrusion was found in the battery compartment. The battery cap contact height measurements were found to be out of specifications but it was able to secure properly and maintain contact to allow the pump to power up properly with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption or call service alarms. Pump casing was opened and no evidence of moisture intrusion or loose components was found internally.